Event description:
As reported, the procedure was performed routinely and the umbrella was placed, the stent was released, and then the umbrella was retrieved by capture sheath. When the capture sheath was placed along the umbrella guidewire to the proximal marker of the umbrella, the surgeon tried to retrieve the umbrella into the capture sheath and found that there was very high resistance to retrieve the umbrella into the capture sheath. The surgeon withdrew the capture sheath from the body and observed the section of the capture sheath that did not wrap around the umbrella at the most distal end. Finally, the mpa angiographic catheter was used instead to retrieve the umbrella. The patient was not injured and had not infectious disease. The patient had internal carotid artery stenosis and the surgeon performed carotid artery stenting. The operator has more than 200 cases of experience using the angioguard umbrella for this operation. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 35265643 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.